Event description:
It was reported that an unspecified malfunction occurred. The patient experienced an unspecified cgm problem. The reporter stated the event occurred 2 days after the transmitter had been replaced and the sensor was inserted. The patient uses tandem tslim in hybrid closed loop and experienced shaking, seizure-like activity, and syncope. The reporter noted that the transmitter did not detect hypoglycemia. The patient was given juices and candies. The patient recovered after 30 minutes. The blood glucose (bg) was reportedly so low and the dexcom did not alert, buzz, or beep. This reportedly happened twice and after that it was showing "low." The bg was 121-125 mg/dl and the patient tried to calibrate; however, the dexcom still showed "low." The patient reportedly used 3 sensors and called the doctor. There was no documentation of further medical evaluation or intervention. At the time of the call, the patient was fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia and seizure.